Event description:
Corvus imrt treatment planning incident in 2003. A configuration error in the corvus imrt planner -nomos corporation- was discovered by physics/dosimetry staff. The error consisted of an incorrect linear accelerator treatment couch angle designation in the corvus imrt software. This resulted in a mismatch in couch angle shift between the corvus imrt planner and the linear accelerator. A corvus imrt plan which had a couch angle shift to the right actually resulted in a couch angle shift to the left. Thus, some of the radiation beams with couch angle positions other than zero entered from the opposite side than planned. This occurred only if the couch angle was not zero -the zero position used for the majority of treatments was always correct. Upon review of all imrt cases, there were 15 pts -13 prostate, 1 penile urethra and 1 pancreas- where couch angles other than zero degrees were used. Typically, 8 beam angles with 3 couch positions were used in these treatments, -4 beams at a couch position of 0 degrees, 2 beams at a couch position of 20 degrees and 2 beams at a couch position of 340 degrees-. Thus, incorrect couch positions were used for only part of the imrt treatment. Based on measurements as well as calculations, the dose delivered for all of these cases was within a few percent of the prescribed dose. In each of the imrt treatment. Based on measurements as well as calculations, the dose delivered for all of these cases was within a few percent of the prescribed dose. In each of the cases the area to be treated was at or close to the midline of the body and symmetrical shape. With this situation, the dose delivered would be very close to the prescribed dose even if an incorrect couch angle shift occurred. In summary, a problem was found in the corvus imrt software that resulted in incorrect linear accelerator couch positions for 15 pts. This problem as been corrected. Treatments with a couch position of zero were incorrect. The radiation dose delivered for all of the incorrect couch position cases showed only minimal deviation from the original prescription cause of problem: configuration of a treatment machine in corvus imrt software requires that the angle paramenters of the treatment system be specified. The treatment couch angle position was incorrectly specified by the nomos application physicist's upon installation and was not checked or corrected by the hosp physics staff. Persons responsible for problem: nomos application physicist's staff physicist responsible for the corvus imrt software validation, director of medical physics. Two different nomos application physicists came to the hosp site and configured the software. Notification in 4/03: 1. Radiation oncology physicians. 2. Manager of cancer program. 3. Manager of pt risk management. 4. Vice president for pt care. 5. Nomos corporation by phone.